Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported that the customer's hcp watched the customer changed the infusion set. It was stated that the customer was doing everything correctly, and after a few hours the customer continues to get air bubbles, followed by high blood glucose levels. No blood glucose reading was reported. The customer's father was advised that if this continues, he should return the reservoirs for analysis and have all of the reservoirs replaced. Nothing was replaced at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there had been a lot of air bubbles. No blood glucose reading was provided.